Manufacturer narrative:
Internal complaint reference: case-(B)(4). E1: reported phone number is (B)(6). This complaint was opened by smith+nephew to document a patient complication reported that includes reference to the use of a smith+nephew product without evidence about a specific product problem. The reported complication relates to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, ever since a right tka surgery performed on (B)(6) 2022, the patient has experienced a severe pain in the right knee and the rheumatologist said it could be reaction to the implant. It is currently unknown how this issue is being treated.

Manufacturer narrative:
Additional information: d6a (implanted date). Corrected data: h6 (type of investigation). Updated results of investigation: given the nature of the alleged incident, the devices could not be returned for evaluation; therefore, a device analysis could not be performed. A review of the production orders did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the femoral component and insert's part numbers over the past 12 months and for the batch numbers based on historical data of the devices did not reveal similar events for the listed devices. A review of complaint history revealed similar events for the baseplate's part number over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the instructions for use documents for knee systems revealed that, although rare, metal sensitivity or allergic reactions in patients following joint replacement have been reported. Implantation of foreign material in tissues can result in histological reactions involving macrophages and fibroblasts. Additionally, temporary or permanent nerve damage can result in pain or numbness of the affected limb. A review of the risk management files revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to these products and event. According to the label specifications, the femoral component is composed of chromium and cobalt, the baseplate is composed of a titanium, aluminum and vanadium alloy and the insert is composed of polyethylene. At this time, we have no evidence to conclude that the products failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include irregular implant interaction, abnormal motion over time or patient condition. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.